Manufacturer narrative:
A tear was found on the exposed portion of the soft cannula. It could not be determined when or how the cannula was damaged. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose rose to 380 mg/dl. The pod was worn on the patient's arm for between 36 and 48 hours. As treatment, a new pod was applied.